Event description:
Information was received that a smiths medical level 1 h-1200 fast flow fluid warmer was "overheating". No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one level 1 h-1200 fast flow fluid warmer was received for evaluation with two pressure cuff samples. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. The device was powered on and the temperature reached 41.7 degrees within three minutes. The back panel was also removed for further investigation. All components were visually inspected and no damaged was detected. Additionally, the investigator performed an eight-hour run test and temperatures were still 41.7 degrees, within tolerance. Based on the investigation, the complaint allegation could not be confirmed. The device passed all functional and electrical tests. No fault was found.